Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the patient¿s driveline was confirmed through the analysis of the provided image. A specific cause for the damage could not be conclusively determined through this investigation. The account reported that the patient stated that they were experiencing intermittent beeping. Upon interrogation of the device, several low voltage events were noted. It was reported that the patient refused to stop using expired batteries. It was also reported that there was a tear in the silicone jacket of the patient¿s driveline. The submitted system controller log file showed the pump operating above the low speed limit for the duration of the log file. The system appeared to be operating as intended. The provided image of the patient¿s driveline confirmed a tear in the outer silicone jacket of the patient¿s driveline. It was later reported that no equipment was exchanged. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29dec2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient said he was experiencing intermittent beeping. On interrogation and looking at his history screen the vad coordinator could see was low voltage due to the use of expired batteries. The vad coordinator requested a log file review because the patient's driveline had a tear in white coating. The log file captured some lower than expected voltages while hooked up to the power module. It was recommended to inspect the 14 volt patient cable for wear and verify if it is over a year old. Otherwise, the log file captured routine events, there were no notable alarm conditions. In reference to the driveline tear on the white silicon outer layer, technical services recommend wrapping it with fusion tape. The vad coordinator stated "unsure of the cable it was exchanged. No equipment was exchanged."